Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilatation with a 3.00 x 12 mm nc balloon, a 3.50 x 32 mm synergy drug eluting stent was advanced, but there was a resistance during advancement and the stent was deployed. Following post dilation, it was noted a proximal edge dissection observed in fluoroscopy. Another smaller size stent was deployed to cover the dissection and successfully completed the procedure. There were no further patient complications.